Event description:
It was reported "cart. Error she removed and reinserted same cart." There was no adverse impact on the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.